Event description:
It was reported that data could not be obtained from the pulse generator. The device was reprogrammed and later explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Analysis confirmed normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.